Manufacturer narrative:
During the acceptance inspection, it was confirmed that the arm was not fixated due to the wearing of the handle screw and handle. If information is provided in the future, a supplemental report will be issued.

Event description:
The information was received from service and repair via a manufacturing representative regarding a patient with lumbar disc hernia for med spinal therapy. It was reported that the arm does not work. The product come in contact with the patient. There was no patient symptoms reported for this event.